Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's phone: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a07 captures the reportable investigation finding of cautery delivers energy intermittently. Imdrf impact code f1001 captures the reportable event of cancellation procedure.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas (accessed through gastric wall) to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician attempted to deploy two axios stents of the same size. However, when connected to diathermy, the tip did not burn, resulting in the inability to perform patient drainage; this issue occurred with both devices. The physician also noted that diathermy current was reaching the device but appeared to be proximal to the tip. On eus, bubbling was visible within the gastric fluid, yet there was no effect on the mucosa. The device was hot to the touch only at the point where the lower end of the stent lies. Two erbe systems and two cables were tested, but the same problem occurred with both devices. No patient complications were reported as a result of this event; the only harm identified is that an additional procedure will be required. Note: it was noted that medical physics and engineering reviewed both diathermy units used on the day in question. Both the cables and the machines were found to be functioning properly, with no issues identified. The settings on the erbe machine for the hot axios are all preset and confirmed to be within the recommended parameters.